Manufacturer narrative:
Beckman coulter identifier for this report is (B)(4).

Event description:
On (B)(6) 2011 customer reported the probe leaking on the act diff instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and found a clogged vacuum filter and a loose probe wipe. Fse replaced the filter and properly aligned the probe wipe and verified the instrument operation.